Manufacturer narrative:
A ge rep evaluated the system and re-enabled the cine and vascular functions that had been turned off. The system operates as intended.

Event description:
The cine function failed to operate, thereby a losing subtraction, road-mapping, or other critical vascular cine functions. No pt injury was reported.